Event description:
The customer reported that the device's pads were connected to the pt when routine tests were run. A small amount of energy, 2 joules, was delivered to the pt. There was no reported adverse pt impact.

Manufacturer narrative:
The customer reported that the device's pads were connected to the pt when routine tests were run. A small amount of energy, 2 joules, was delivered to the pt. There was no reported adverse pt impact. No further support or servicing was requested, and the device was not returned to philips for eval. There was no malfunction of the device. This was a user error where the nurse did testing on the device while the device was connected to the pt.